Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor stopped working. Data has been received but not yet evaluated. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
Data was provided for analysis. Confirmation of the complaint was undetermined through data analysis. The probable cause could not be determined.